Manufacturer narrative:
(B)(4). Report source: foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device cannot be located. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional fractured during removal from the joint space as part of a knee arthroplasty. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component (annex g) code is mechanical (g04) - provisional bottom. Reported event was confirmed by review of photograph. Visual inspection of provided photograph indicates signs of repeated use (nicked / gouged) and that it has fractured on the medial side of the post feature. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was determined to be due to user error as it was incorrectly used with excessive force. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.